Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by MFR: the device returned to boston scientific consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually and microscopically examined for any shaft damage. No shaft damage was noticed. The functionality of the device was completed by connecting to the jetstream console per the instructions for use. The device functioned as designed pertaining to rotation of the device in the blades up and blades down modes. It was noticed that excessive fluid was leaking from the pod guidewire exit hole. The pod was opened to investigate the leaking issue. It was microscopically noticed that a leak was coming from the infusion/aspiration manifold. Device analysis determined the condition of the returned device was consistent with the reported information. Media from the clinical procedure was provided to bsc and reviewed by a member of the complaint investigation site. The media review report concluded: the device was leaking excessively from the pod area of the device.

Event description:
It was reported that the device was leaking blood waste. A jetstream xc catheter, 2.4mm was selected for an atherectomy procedure in mild tortuousity. During the procedure, blood was leaking from the white control pod. No error was displayed and it seemed to occur while the device was in blades up mode only. The procedure was completed with another jetstream xc catheter, 2.4mm. No patient complications were reported.